Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer¿s other blood glucose is 221 mg/dl, 160 mg/dl, 304 mg/dl, 138 mg/dl, 253 mg/dl. Customer states that insulin pump had calibration not accepted alert. The insulin pump will not be returned for analysis.